Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it had been degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the fiber connector face. The fiber was connected to vp20 system, and there was no aim beam, consequently confirming the complaint reported. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser beam of this fiber was not being irradiated. The fiber was replaced and the procedure was completed without complications. Analysis of the returned fiber identified a connector fracture.

Event description:
It was reported that during a procedure, the laser beam of this fiber was not being irradiated. The fiber was replaced and the procedure was completed without complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it had been degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the fiber connector face. The fiber was connected to vp20 system, and there was no aim beam, consequently confirming the complaint reported. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.